Manufacturer narrative:
H10: of the reported 3 malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2021-80721. H10: of the reported two malfunctions, lot number was provided for one malfunctions and the lot history review was performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were provided and reviewed for both the malfunctions. For one malfunction, the investigation is confirmed for the reported perforation and detachment and for the other malfunction, the investigation is confirmed for perforation but inconclusive for detachment. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: g3. H11: b5, d4(corporate lot number). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced perforation and detachment. These reports were received from various sources. Both the malfunctions involved patient with no patient consequences. Of the two malfunctions, both were female and aged between 72 and 80 years. Both the patient's weight were not provided.

Manufacturer narrative:
H10 of the 3 devices, 2 lot numbers were provided, and lot history reviews were performed. Of the 3 reported malfunctions, no devices were returned for evaluation. Medical records were provided for two malfunction. Filter limb perforation of the ivc wall and filter limb detachment was confirmed for one device. For one malfunction, the investigation is inconclusive for perforation of the ivc and filter limb detachment. For another malfunction, the investigation is confirmed for perforation for inferior vena cava(ivc) wall. However, the investigation is inconclusive for filter detachment. A root cause has not been determined. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced detachment of device or device component and patient device interaction problem. These reports were received from various sources. Two female patients age ranging from 72 to 80 years. There was no other information provided for all the patients.

Manufacturer narrative:
Of the 3 devices, 2 lot numbers were provided, and lot history reviews were performed. Of the 3 reported malfunctions, no devices were returned for evaluation. CT scan was provided for device and reviewed. Filter limb perforation of the ivc wall and filter limb detachment was confirmed for one device. 2 devices samples or medical records were not provided. Therefore, the investigation is inconclusive for perforation of the ivc and filter limb detachment. A root cause has not been determined. The devices were labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced detachment of device or device component and patient device interaction problem. These reports were received from various sources. One patient is (B)(6) years old and female, however, all the other patients age, weight and gender were not provided.